Manufacturer narrative:
Initial and final (B)(4)- device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that three infusion sets tubing was leaking at the site on (B)(6) 2025, which resulted in elevated blood glucose, therefore, patient had received correction injection via multiple daily injection (mdi). The infusion set was in use for five to eight hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.